Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported during the removal of screw, the driver got broken. The removal of screw was incomplete, some parts of the screw remained in the body. It was a scheduled removal operation after healing. Surgery was extended past 30 minutes.